Event description:
I had a hysterectomy/bladder sling. I believe the product was manufactured by bard and was a tot, mesh sling under urethra for mild incontinence. Constant yeast infections (still experiencing). For months kept telling physician, I felt I was sitting on a brillo pad. Finally, physician stated I had some exposed mesh so he cut and trimmed the edges, telling me he could not promise it would not leak. Since the surgery, I have taken enough diflucan and terazol, lotrisone, clinese, etc...to clear up a yeast but it will not go away. Have not had sex since before surgery. Hurts to insert med applicators. Around (B)(6) of this year, started experiencing right groin pain. Went to emergency room, thought it may be appendicitis. Finally, went back to ob/gyn, he told me it was from the sling; I also had an unhealed area inside my vagina. Doctor gave me 80 mg of kenalog in vagina and 40 mg kenalog in groin. Didn't tell me, however, when I read my records, he stated I was aware the injections may need repeated. Physician scolded me for not coming to him sooner, explaining that "everything from my belly button to my knees belonged to him." In other words, if anything hurt in that vicinity, I was to see him. How would I know groin pain could be related to a vaginal sling. I certainly wasn't told this. I didn't even know it was attached to my groin. I went in for a simple hysterectomy, was urged to have bladder surgery and my life has been full of pain and discomfort since. There is rarely a day that I am not constantly aware of my vagina. I also read in my records, physician wrote, "she is exasperated and I understand why." He documented pus modules, redness and atrophy. Would I recommend this product? No way.